Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing on different instrument obtained negative results. There was no report of patient impact. Assay used: bd max cov-2 assay. The following information was provided by the initial reporter: the results in question are n1 positive/ n2 negative. When specimens were repeated using their 2nd instrument, ct2176, results were negative.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive". Customer reported that they are receiving discrepant results on bd-sars-cov-2 for the past month. Customer reported that they would receive a positive results and a rerun on genexpert would result in a negative result. Customer performed environmental monitoring and found no contamination. Database was collected and reviewed by service. Service determined that there was no instrument issue. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by database review from service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. See h.10.

Event description:
It was reported that while testing for sars cov-2 with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing on different instrument obtained negative results. There was no report of patient impact. Assay used: bd max cov-2 assay. The following information was provided by the initial reporter: the results in question are n1 positive/ n2 negative. When specimens were repeated using their 2nd instrument, ct2176, results were negative.